Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump time was behind by 11 minutes. There was no impact to the customer's blood glucose level and the customer will continue to monitor pump performance.